Manufacturer narrative:
Intuitive surgical, inc. (Isi)did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have error 319. System logs recorded error 319 pointing to the rolling loop. The usm was tested on an in-house system in normal mode where it triggered error 319. Usm was also tested on a patient side cart fixture test platform (pftp) where it failed check all boards. Aba troubleshooting was performed with gold rolling loop fiber installed and test passed. During visual inspection, the rolling loop is misaligned and wavy. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the rolling loop.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the system threw an error and locked up. The customer was in the process of using the instrument release key (irk) to release a needle from a grasper instrument. The customer then undocked, and the tse had the customer complete a hard power cycle of the system twice but the error 319 returned. The tse informed the customer that they could continue to try to hard cycle or disable universal surgical manipulator (usm) 3 and continue with three usms or swap out to another patient side cart (psc), if one was available. The surgeon decided to disable usm 3 and continue with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with 3 usms as usm 3 was disabled. There was no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. .